Manufacturer narrative:
Serial number was requested, however the site was unable to provide it. Manufacturer's investigation conclusion: the reported event of a damaged bend relief on the system controller was not confirmed. The hm2 system controller was not returned for analysis. Additional information on 02mar20221 stated that the serial number of the exchanged controller cannot be provided. The controller was exchanged due to a damaged bend relief, and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump off event due to a system controller exchange. The system controller was exchanged because there was damage to one of the bend reliefs. The issue resolved with the exchange.